Event description:
It was reported that during a laparoscopic band procedure, the surgeon noticed air leaking when a 5mm was placed in the device. It was first noticed when the ultrasonic was inserted and torque to one side. When the pressure of the torque was lessened, it stopped leaking. The trocar was used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling" or "hissing"? Yes. If so, did the "noise" prevent insufflation? Please describe the noise. Yes. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Unk. What was the gas consumption rate or volume (liter/minute)? Unk. Were you able to identify where the leak was coming from? Top of trocar. Was a device inserted in the trocar during the leaking? If so, what device? Yes, ultrasonic. Was any torque being applied to the trocar or device? Yes.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.